Event description:
It was reported that during a coronary stenting treatment procedure, vessel dissection occurred.the de novo target lesion being treated, was 3mm in diameter and 20mm long located in the mid left anterior descending (lad). The physician treated the lesion with a 3.0x20mm taxus liberte stent. While taking a final picture of the lesion, the physician noticed a dissection at the distal edge of the stent. The physcian treated the dissection with the placement of a 3.5x12mm liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.age at time of event: 18 years or older.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).